Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv), a right atrial (ra) and left ventricular (lv) lead due to bacteremia. A spectranetics lld lead locking device (lld) was inserted into the lv lead, and cook medical liberator beacon tip locking stylets were inserted into both rv leads to provide traction. Beginning on the ra lead, the lead was successfully removed with manual traction. Next, utilizing a spectranetics 14f glidelight laser sheath, spectranetics 16f glidelight laser sheath, cook medical 11f evolution shortie, and cook medical 11f byrd dilator sheath, one of the rv leads and lv lead were removed. Targeting the remaining rv lead with the 16f glidelight, progress was made to the subclavian vein but stalled. Switching to the 11f evolution shortie and 11f byrd dilator sheath, advancement was made into the svc and stalled again. Then, using the 16f glidelight, progress was made towards the distal tip of the lead; however, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, pericardiocentesis, heart massage, extracorporeal membrane oxygenation ECMO, and thoracotomy. An svc/ra junction perforation was discovered and repaired. The rv lead was removed with traction post-thoracotomy, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.